Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a g7 cgm after exercise and a meal, with no infusion set leaks, no insulin-delivery stoppage, and no device alarms; the user did not confirm with a fingerstick but announced the meal later, after which glucose returned to range. Symptoms included elevated glucose readings consistent with hyperglycemia. Outcomes included no medical intervention, no emergency care, and a return to target range. Investigation included user troubleshooting and education on glucose management, exercise effects, and meal announcements. Investigation of this case revealed no device malfunction or component issue and no interruption to insulin delivery, with the event consistent with physiologic factors such as exercise and meal timing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.